Event description:
This lead was explanted due to high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 50 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular approximately 8 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to constant friction against modified tissue or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore both shock coils were found deformed which most likely resulted from mechanical forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.